Event description:
Report received of a burst tubing while in use with a power injector. No specific patient information was provided. It was reported that the power injector was set to deliver contrast at a rate of 3cc/second when the tubing "burst". There was no reported adverse patient effects. Multiple attempts were made to obtain further information, but no further information was provided.